Manufacturer narrative:
(B)(6). No device was returned to maquet. A packaging and labeling review was conducted in the german nonconformance system. The better bladder component qualifications were reviewed and were up to specification - no heperin coating specified. There was confusion that the better bladder device was not completely heperain coated, which is stated on the outside of the product packaging.

Manufacturer narrative:
On (B)(6) 2015 10:26 am (gmt-4:00) added by (B)(6) ((B)(4)): the device is not available to be returned to maquet cardiovascular, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
On (B)(6) 2015 customer initiated phone conversation with colette calame ccp. Customer called to inform me that she had just learned that the better bladder device, purchased from maquet medical systems USA was not completely heparin coated. She understood that "better bladder" product to be heparin coated with bioline coating, and is stated on the outside of the product packaging. I informed her that the better bladder device is not bioline (heparin coated) but tubing attached to the better bladder device is heparin (bioline) coated. She is requesting that the packaging be adjusted to should specifically state which components within the pack are coated and uncoated with bioline. The labeling is somewhat confusing.